Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1720 during testing. There was no patient involvement.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in good condition. The keypad and labels were intact. A review of the event history log (ehl) evidenced the following: "0172>  pump turned on (B)(6) 2019 8:27:00 pm, 0173>  error 1720 (B)(6) 2019 8:28:00 pm, 0174>  power down (B)(6) 2019 8:28:00 pm." The customer reported product problem was observed in the ehl .the pump was powered on. The error code 1720 was not replicated during the power up however. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The backup capacitor was replaced. The pump was deemed to have passed all the functional tests.